Event description:
Pt's meter would not power on. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved while troubleshooting. No further info has been reported.